Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). Pump change occurred (B)(6) 2018 after thrombus detected in pump. Patient was withdrawn from support (B)(6) 2018. On (B)(6) 2018, patient became bradycardiac and hypertensive, passing away the next day. Adverse event term: ischemic / hemorrhagic stroke.

Event description:
The site contacted berlin heart clinical affairs to report that a patient supported by an excor blood pump in the lvad configuration detected thrombus in the pump and became concerned for thromboembolism. Eeg monitoring showed no seizures.